Event description:
As reported by the user facility (translation of user facility information by bbm sales org, (B)(4)): over infusion of dextrose. Over infusion of 390ml 20% dextrose in 20 min (instead of 20 hours at programmed rate or 20ml/h). The reported over infusion occurred following re-commencement of a 500ml infusion which had been started ar 15:40 on (B)(6) 2013. The 20% dextrose infusion had been suspended at 21:20, having infused approx 110ml - this was to deliver 250ml antibiotic infusion over 2 hours (120ml/h). It is believed that the dextrose infusion was re-started at approx 00:00 (rate 20ml/h) and alarmed "air" at 12:30 when the bag was noted to be empty. Giving set removed from pt, infusion pump removed from service. Nurse in charge and doctor informed. Close monitoring of the pt's blood sugars continued. Ref MFR report 9610825-2013-00187.